Event description:
It was reported that a patient using the ilet with a teflon inset infusion set experienced hyperglycemia with a highest reported blood glucose of 189 mg/dl after the device was taken off, with concerns about possible infusion set tubing or cannula issues and the patient having not eaten for several hours; the caregiver administered subcutaneous long-acting insulin (lantus) after discontinuing the ilet and plans to reconnect the device later. Symptoms included two episodes of vomiting, one while on the ilet and one after removal. Outcomes included no hospitalization, no emergency care, and no device alerts or alarms reported. Troubleshooting and education were provided to check tubing and cannula for potential causes of elevated glucose and to assist with reconnection and monitoring. Investigation included customer interview and technical support review. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that an infusion set or site issue could not be ruled in or out. It was concluded that the event was not attributable to a confirmed device malfunction, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.